Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were episodes of post-paced t-wave oversensing. Reprogramming was performed and there were no reported adverse consequences for the patient due to the oversensing.